Manufacturer narrative:
Reliability analysis inspected 1 random opened/used partial enlite sensor and performed the continuity resistance test per dop114-830 and the sensor failed per specifications. The insertion complaint could not be confirmed since the sensors were returned without their needles. (B)(4).

Event description:
The customer reported via phone call that she was having difficulty calibrating the sensor with her insulin pump despite not receiving any sensor error alerts. The patient's blood glucose at the time of incident was 341 mg/dl. The sensor was returned for analysis.